Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had no power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The pump has been returned to animas and evaluated on 09/302016 with the following findings: no pump reboot events were observed in the black box. The battery compartment was cracked in multiple places. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump reboot events were duplicated with the returned battery cap. A test cap was able to attach to the pump and was able to complete a 24 hour duration test with no further power interruptions.

Manufacturer narrative:
Follow-up #2, 28-march-2017- correction to serial#.